Manufacturer narrative:
On 7-may-2025, bwi received additional information indicating that there was no adverse event reported in the clinical database. There is no reportable events to report. As a result, no further reports will be sent for this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Patient received an index cardiac ablation for pvc (premature ventricular contraction) on (B)(6) 2025 with a thermocool® smart touch® sf bi-directional navigation catheter. On (B)(6) 2025, patient experienced a stroke categorized as moderate and serious defined by a permanent impairment of a body structure or a body function including chronic diseases and inpatient/prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025. Relationship to study device is not related. Relationship of the event to the index study procedure is probable. The adverse event is unexpected/unanticipated. The outcome is recovering/resolving. Intervention was medication, magnetic resonance imaging (MRI) and computed tomography (CT) of the brain.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).